Event description:
(B)(4). Hair loss, memory loss, tired all the time, low iron levels, really heavy periods, severe cramping and big blood clots during menstruation. Severe headaches and migraines, weight gain, finger red and peeling at times. I had a CT scan after several visits and calls to my pcp about my headaches, and saw a dermatologist for my red, irritated and peeling finger and palm of my hand. I also have a "blood blister-like" spot on my upper left arm that has been there since about 2009. Dermatologist thought it was a blood blister from pinching skin, but when I told them I had it for months, they didn't know what it was. I am cranky and don't have the energy to play with our seven youngest children. I believe my pcp has pictures of my finger issues and my dermatologist should too. My pcp has current labs stating my iron levels are really low, and they have been for several years. I used to donate blood every 8 months or so, but since having essure, my iron levels have been too low, so I can't donate any more.